Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
A health care professional reported that a patient had a pump pocket revision 1 ½ years after the initial pump implant, to place the pump deeper in the pocket. The patient developed a seroma after the pump pocket revision and is required to have the seroma aspirated every one to two weeks. Surgical intervention was taken to explant the pump and remove the suture ring because the physician believed the sharpness of the plastic ring may be causing the seroma. However, the seromas still continued to occur.